Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel perforation and bleeding occurred. A 6f/115cm/5mm viking electrode catheter was used to help treat the target lesion. When the device was advanced to the target lesion, it was noticed that perforation and massive bleeding occurred. No further patient complications were reported.